Event description:
Revision surgery - the pt had a reverse shoulder prosthesis done five weeks ago, and began working out two weeks post-operation. As a result, he recently dislocated. The surgeon removed the shell and insert and trailed a +8 semi constrained modular construct and found that to be stable. The surgeon then revised the pt using that combination.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.1 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was most likely due to patient activity, as the patient was non-compliant and began working out two weeks post-op, resulting in dislocation. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.